Event description:
It was reported that this pacemaker estimated longevity decreased from nine years to four years within thirteen months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information received indicates that the physician has elected to monitor the patient more frequently until elective replacement time (ert) nears. New information received indicates that this device was explanted. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 was used to capture the surgical intervention.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker estimated longevity decreased from nine years to four years within thirteen months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information received indicates that the physician has elected to monitor the patient more frequently until elective replacement time (ert) nears.

Event description:
It was reported that this pacemaker estimated longevity decreased from nine years to four years within thirteen months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information received indicates that the physician has elected to monitor the patient more frequently until elective replacement time (ert) nears. New information received indicates that this device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 was used to capture the surgical intervention.